Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that the lead could not be used due to the size of the patient's vein. There were no issues with the lead. The lead was attempted, but not implanted. No patient complications have been reported as a result of this event.